Event description:
An undocumented number of undocumented incidences of proximal occlusion alarms sounding at pump start up. The customer reported that various solutions were to be infused ranging from antibiotics to possibly cardiac medications. At the time of the pump alarms, the nurses infused the IV solutions to the patients via gravity or replacement tubings. There were no reported adverse patient events. Though requested, there was no further information available.